Event description:
It was reported that there was a separation between the female connector (dark blue) and main body of the minicap transfer set. The event was further described as ¿transfer set came apart at the twist clamp and dark blue connector¿. This was observed during an unspecified step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.